Manufacturer narrative:
Insulin pump passed all functional testing, including idle current test, ran current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, and rewind test. No sound anomaly noted. No excessive no delivery alarm noted. Insulin pump had cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept alarming no delivery. The insulin pump was not delivering insulin. The customer changed the infusion set and reservoir. Customer's blood glucose level was 528 mg/dl. The customer treated her blood glucose level with the insulin pump and manual injection. The customer was nauseous, had a dry mouth, frequent urination, and fatigue. The bolus history did not display all entries based on their recollection. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.